Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: venous thoracic outlet syndrome, as a pitfall for cardiac implantable electronic device implantations. Pacing and clinical electrophysiology. 2024; 47:664¿667. Doi: 10.1111/pace.14799. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a device infection in a patient with venous thoracic outlet syndrome (tos). The authors described a patient who presented with erythema, pus discharge, and exposure of their device. A contrast-enhanced computerized tomography (CT) scan was performed, and a right subclavian vein obstruction was suspected. The implantable pulse generator (ipg) and leads were extracted, and a temporary lead was placed. No abnormal findings were found. After six weeks of antibiotic treatment, they were re-implanted with a leadless implantable pulse generator (ipg). A repeat subclavian venography with the upper extremity in an elevated position confirmed the subclavian vein obstruction. However, the obstruction instantaneously improved once the upper extremity was returned to a normal position and tos was diagnosed. The leadless ipg remains in use. No additional adverse patient effects were reported.